Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). D10 concomitant medical products ¿ additional. H2 additional information.

Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and no damage found. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information.

Event description:
It was reported that a transmitter battery issue occurred. On the day of the event, the patient stated the transmitter was not working which lead him to go the hospital for diabetic ketoacidosis and heart issues that he did not know about. Although multiple attempts were made to the patient to gather additional information, contact was unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.